Manufacturer narrative:
The reported event of low lead impedance was confirmed. The reported event of an insulation abrasion was not confirmed. Analysis found damage on the inner insulation at the location of the suture tie impression. The cause of the reported event of low lead impedance was isolated to the exposed inner coil due to an overtightened suture sleeve.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that the right atrial lead exhibited low pacing impedance when connected to the pulse generator. Abrasion noted under the suture sleeve was suspected to be the reason for low impedance. The lead was not used and replaced. The patient was stable following the procedure and will be followed normally.